Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2316-50e. Serial number: (B)(6). Batch/lot number: 7325959. Model/catalog description: infinion 16 trial lead kit 50 cm. Unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the spinal cord stimulator (scs) trial lead had impedances. The physician decided to pull the scs trial lead and abort the trial procedure. The explanted devices were disposed of by the facility. No further information has been obtained.